Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that the defibrillation conductor was distorted.

Event description:
It was reported that at implant of the lead, the poximal end of the svc coil started to separate. The lead was not used. The device was not implanted. No patient complications have been reported as a result of this event.